Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This event is being reported for procedure cancellation with a patient under general anesthesia. It was reported that a farastar ablation generator during procedure to treat a paroxysmal atrial fibrillation presented in several times the error code 201. This happened after 4 applications on basket position. The console was rebooted but the error reoccurred. The procedure was cancelled or rescheduled. The farastar is expected to be returned. No patient complications occurred. The system service is expected to be performed onsite.

Manufacturer narrative:
Upon return of the device to boston scientific,it was observed that when the console was turned on the error message 201 would appear. After holding down on the error message, and showed an error code that points to a channel 2 high resistance failure during post. The channel 2 gate driver ic (u13) was inspected for failures. The 5v reference was measured on pin 2 of u13 using a dmm. The output voltage was recorded to be 0.01 v when 5v is expected. The higher reference voltage points to the gate driver being the cause of the failure. The blue resistors on channel 2 (r72 & r223) were measured to ensure their nominal resistance was approximately 4.7 ohms each. Together the two resistors measure around 9.5 ohms which is what is expected. The reported error was confimred.

Event description:
This event is being reported for procedure cancellation with a patient under general anesthesia. It was reported that a farastar ablation generator during procedure to treat a paroxysmal atrial fibrillation presented in several times the error code 201. This happened after 4 applications on basket position. The console was rebooted but the error reoccurred. The procedure was cancelled or rescheduled. The farastar is expected to be returned. No patient complications occurred. The system service is expected to be performed onsite.